Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Clinical adverse event received for r anterior knee pain. Device relatedness: possibly related. Procedure relatedness: definitely related. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).